Manufacturer narrative:
According to the event describtion no serious injuries were mentioned.a similar problem with the c-leg tube adapter (soldering defect at the tube adapters strain gauge) already led to falls with serious injuries which is why this product problem is classified as a reportable malfunction.

Event description:
Event description: patient fell multiple times while walking on loaner. The patient also said the knee was buckling on him intermittently. The first fall was in my apartment on (B)(6) on a flat hardwood floor fortunately was indoors and was able to catch myself on a bookcase and did not fall on the floor. The next 2 falls however were in (B)(6) on (B)(6) on a sidewalk and I did fall on my hands and knee and did injure myself slightly. Product problem description: during incoming inspection at the service department in vienna, erroneous values of the tube adapter were measured. These erroneous values led to the mentioned event (the knee was buckling intermittently). Further tests and inspections by the product refinement engineer showed no erroneous values of the tube adapter anymore. Due to these information it was not possible to reproduce the failure during the tests and inspections performed by product refinement department. Therefore it was not possible to determine the root cause of the failure.